Event description:
The account received negative results, on a first morning urine with the testpack plus hcg urine assay, for a two week pregnancy. A positive result was obtained, on another urine the following day, with the unipath testpack assay. No report of injury.